Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and there was no signal available to monitor the patient¿s heart rhythm. During the procedure, when the thermocool® smart touch¿ bi-directional navigation catheter was connected, the body surface (bs) and coronary sinus (cs) signals were lost. When the catheter was disconnected the electrocardiograms and signals returned. The cable was replaced, but the issue remained. The problem was solved by replacing the thermocool® smart touch¿ bi-directional navigation catheter. The procedure was then continued with no further issues. No patient consequences were reported. The carto 3 system was operating per specifications and was not responsible for the product issue. It was reported that the catheter has been determined to be the root cause of the complaint reported. Originally the reported signal issue was assessed as not MDR reportable as the risk to the patient was low. Additional information was received on july 30, 2020 clarifying that there was signal loss observed on all channels on both the carto 3 system as well as the cardio lab recording system. At that point, there was no signal available to monitor the patient¿s heart rhythm. The catheter was not in the patient¿s body. The additional information provided stating that there was no signal available to monitor the patient¿s heart rhythm was assessed as MDR reportable. The awareness date for this finding is july 30, 2020.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and there was no signal available to monitor the patient¿s heart rhythm. During the procedure, when the thermocool® smart touch¿ bi-directional navigation catheter was connected, the body surface (bs) and coronary sinus (cs) signals were lost. When the catheter was disconnected the electrocardiograms and signals returned. The cable was replaced, but the issue remained. The problem was solved by replacing the thermocool® smart touch¿ bi-directional navigation catheter. The procedure was then continued with no further issues. No patient consequences were reported. Device evaluation details: the device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed electrical specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).